Manufacturer narrative:
Device passed all functional tests including displacement, and self test. No hardware low level failure alarm was noted during testing; however, hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures alarm twice. The customer¿s blood glucose level was 240 mg/dl at the time of incident. Customer was able to successfully clear the alarm and was able to complete insulin pump rewind. Customer also reported that the insulin pump had failed battery. Customer also experienced high blood glucose level. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.